Manufacturer narrative:
Concomitant products: product ID: neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator (B)(4) found that the setscrew was backed out too far. The device passed the final functional test on the automated test console. A lab functional test determined there was good, stable output on the electrode pairs the ins had when it was received. Analysis also determined there were no issues when pressing on the ins can and telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
Additional information was received from the manufacturer representative. They had received a return box and planned to send the battery back on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory.

Event description:
Additional information was received. It was reported that the device was in transit to the manufacturer on 2017-feb-23, and was received on 2017-feb-27.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the setscrew didn't tighten down on the lead during the implant. During the implant, which occurred on (B)(6) 2016, the doctor attempted to insert the lead into the battery, but the lead was resisting. They loosened the setscrew in the top of the neurostimulator to allow the lead to fully insert, but, when they tried to tighten the setscrew, the torque wrench immediately clicked without tightening down the lead. They tried a few more time before a new battery was grabbed. The issue was resolved. There were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that the battery had not been sent back but they would do it as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.